Event description:
Procedure: unk. Patient sex: unk. Reportedly, when the surgeon fired the instrument the staples did not form properly. The surgeon then applied a second dlu to the tissue. However, when the surgeon performed an air leak test there was a significant leak. The surgeon then decided to endoscopically stitch around the staple line and after the stitching there were no leaks. Despite this, the surgeon placed staples from an open stapler to secure the staple line.